Event description:
It was reported that the device sparked outside of the patient during an lavh. The case was completed with a second same device. No patient consequence. Device will be returned. When device was picked up by the sales rep, there was no tissue pad present. Believed spark was from activating device without tissue pad present - causing metal to metal contact.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and generator and the device did activate during functional testing during the analysis the "advance tissue technology not available" screen did show up. This message should not have been displayed according to the device usage information register on the eeprom. No conclusion can be reach on why the message was displayed. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It is possible that the sparkles appear due to the activation of the device without tissue between the blade and the clamp arm . The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.